Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure, there was an inability to use irrigation-aspiration and a system message displayed. Priming was re-attempted after replacing the cassette with another one, but it was not able to be latched to the console. The problem was resolved after replacing the console and pak. There was no report of harm to the patient.

Manufacturer narrative:
A sample has been requested for evaluation, but has not yet been received by the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).